Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analysis was performed and no anomalies were found. Analysis indicated the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.